Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by the reporter. This report if for unknown extra articular humerus plate, 8-hole. Part and lot numbers were not provided by reporter. The date of the original implant was reported as approximately two months prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a second revision was performed after two (2) broken and two (2) pulled-out 3.5mm locking screws were discovered. The original procedure to repair a distal humerus fracture was performed approximately 2 months prior to (B)(6) 2015. About one (1) month later, the first revision procedure was performed following a patient fall. With this most recent revision, the 8-hole locking compression plate (lcp), which was not broken, was left in the patient but the four (4) broken locking screws were removed. The plate holes were filled with new screws and another 3.5mm lcp reconstruction plate (10-hole) was inserted. There were no reported surgical delays and all broken screw fragments were retrieved. The procedure was successfully completed. Additional information was received after the completion of the product development investigation. The previously unknown locking screws were identified and re-evaluation of the unknown extra articular humerus plate, 8-hole, resulted in its inclusion in the medwatch reports for this complaint, as it was determined the plate cannot be disassociated from the complained event, although no complaint was alleged by the reporter against it. This report is for one unknown extra articular humerus plate, 8-hole. This report is 5 of 5 for com-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.